Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported via email that they experienced discomfort while wearing an adc freestyle libre sensor. Customer reported the following in regards to their freestyle libre sensor: "it was making the muscles in my arm twitch initially, this led to pains and numb sensations in my hand and shoulder and eventually shoulder pain, which has since led to a frozen shoulder and shoulder surgery". Customer additionally reported being off of work for 2 weeks, but no further information was provided regarding the surgery or treatment rendered. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported via email that they experienced discomfort while wearing an adc freestyle libre sensor. Customer reported the following in regards to their freestye libre sensor: "it was making the muscles in my arm twitch initially, this led to pains and numb sensations in my hand and shoulder and eventually shoulder pain, which has since led to a frozen shoulder and shoulder surgery". Customer additionally reported being off of work for 2 weeks, but no further information was provided regarding the surgery or treatment rendered. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for all fs libre sensors within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint.  A tripped trend review was completed for the reported complaint and no trips were observed. If the product is returned, the case will be re-opened, and a physical investigation will be performed.